Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260 , serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
The consumer reported burning along the right lead track. Spontaneously started approximately one month prior to the report. The patient denied any fall or other incident. There was a report that the patient would be seen in the clinic for evaluation, impedance check, and reprogramming. The patient was seen in the clinic office. Their electrode settings were reprogrammed and decreased the rate. The burning sensation disappeared with the rate change and impedances were within normal limits. No surgical intervention occurred. Relevant medical history includes failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.